Event description:
It was reported that the patient presents with a draining wound. Surgeon suspects infection and finds puss in the knee. Surgeon performs a one stage knee revision with a dual set up and placement of antibiotic beads. Two surgery dates relate to this der as a poly exchange was performed on (B)(6) 2021 where a der was submitted. Cement utilized was a depuy product, however part and lot info are unavailable as it is hospital owned and not on a paperwork. Doi: (B)(6) 2021, dor: (B)(6) 2021, left knee.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. All available x-rays and photographs were reviewed. It is not possible to confirm a depuy's product failure as well as a relation between the adverse event and the reported product. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.